Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 384 mg/dl, 131 mg/dl and 101 mg/dl. The patient had not washed her hands after eating watermelon prior to the reading of 384 m/gdl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.